Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection noted a separation between the female connector and main body. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the condition was inadequate solvent application to the insert chip during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set; further described as ¿the dark blue tip of the transfer set was twisting off of the transfer set¿. This occurred while disconnecting the transfer set from the ultrabag after a peritoneal dialysis treatment session. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.